Manufacturer narrative:
The right ventricular (rv) lead reported in a separate medwatch#mw5179781.

Event description:
Voluntary medwatch report states that the right atrial (ra) lead exhibited undersensing, as noted on the electrograms (egms), resulting in inappropriate pacing and false termination of atrial tachycardia/atrial fibrillation (at/af) events. It was also noted that the ra lead exhibited intermittent oversensing and the ra lead position check failed. No changes or interventions were performed. The patient¿s condition was not known.